Event description:
It was reported to tyco healthcare/kendall in 2007, that when they are clamping down, the clamp is getting stuck. They had to call their maintenance department to get a seto of cannel locks to get the device off the patient. There was no injury to the patient.

Manufacturer narrative:
An investigation is currently underway. Upon completion, results will be forwarded.